Event description:
The customer states that the axsym processing cover does not stay open and has struck them on the head. The customer states that no injury occurred and no medical attention was required.